Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the moderately calcified, mildly tortuous, right coronary artery (rca), the 3.5 x 38 mm multilink 8 (ml8) stent delivery system (sds) failed to reach the lesion and during removal through the 6 fr guide liner resistance was felt. After removal a little stent strut flaring was noted. Additional lesion dilatation was performed and a different ml8 stent was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.